Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported being hospitalized due to her sugars being really high. Her blood glucose had reached 498mg/dl while wearing the pod on her hip/buttocks for between 24 and 36 hours. She was diagnosed with dizziness and hyperglycemia. Treatment included IV fluids and she was given a CT scan. She also took a bolus and changed the pod. No changes were made to the patient's insulin doses or pdm settings. The patient's blood glucose and insulin history is as follows: (B)(6).